Event description:
Father reported the infusion device shut-down without providing a warning or error message once in the middle of the night and again on (B)(6) 2013. The infusion device was restarted and functioned correctly. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. E7002 were found in the history, and the vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions were not affected. The infusion device did not switch off by itself.